Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that after initially getting a wave form, the sensor stopped communicating. The clinician changed the monitor and cable but that did not resolve the issue. Finally, the sensor was replaced, resolving the issue. The surgery was not delayed more than 30 minutes.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this evaluation was performed by the supplier. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and following observations noted: thick film over sensor area. Multiple kinks and bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, supplier was unable to confirm the complaint. Trends will be monitored for this or similar complaints. At the present time this complaint is considered closed.